Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error hardware low level failures. Customer's blood glucose level was 125 mg/dl. Customer was able to clear the alarm and able to complete insulin pump rewind. Trouble shooting was performed for self test and self test did not pass pump error reoccurred. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 confirmed in insulin pump history with variable (003) due to broken trace at pin 1 (vdd) and pin 6 (sda) on u1 keypad assembly.